Event description:
Patient reported that, while attempting to initiate a prime sequence, the device's buttons were not responsive. Additionally, they reported that yesterday, the device's basal rate display was "scrolling" without having pressed any of the device's buttons. No error messages were generated by the device. Patient was able to resolve the concern by removing and reinserting the battery pack. Patient stated that their blood glucose was low (50 mg/dl). They self-treated by drinking juice.